Event description:
The complaint is reported as: "the filter spontaneously disconnected. Involving a quadriplegic patient. The filter was replaced. The patient was in a respiratory distress but there was no consequence further."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the filter spontaneously disconnected. Involving a quadriplegic patient. The filter was replaced. The patient was in a respiratory distress but there was no consequence further."